Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026 this (medical device report )MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system eqms search: a query was run in the eqms on 18/mar/2026 against "lot number" "6001931" and similar malfunction codes:leak between tubing and pump connector/hub - detachment /significant wetness tubing detached from hub leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) the review confirmed that lot 6001931 and the identified failure mode are not associated with any non conformance report ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/mar/2026 against "lot number" criteria equal "6001931" and similar malfunction codes: leak between tubing and pump connector/hub - detachment /significant wetness,tubing detached from hubleakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) the count of complaints is 1. The complaint number is: complaint (B)(4). Device history record DHR review: the lot 6001931 was manufactured according to work instruction wiversion 105 and manufactured in the line05on 30/jun/2023 with a total of (B)(4) units. Sub-assembly: gluing of tubing the lot 3f03250 was manufactured according to wi version 55 and manufactured in the sc04, on 29/jun/2023 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has issue with an ten infusion set tubing detachment from the hub after eight to twelve hours of use on (B)(6) 2023. No further information available.